Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was 34 mg/dl. Caller stated that the customer had hard time changing her infusion set. Caller stated that the customer was connected while she was priming the insulin pump and over dosed her self. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.